Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged/blocked needle. The following information was provided by the initial reporter: I am a specialist in plastic, aesthetic and reconstructive surgery; continuously used 27 and 30 g needles. The reason for my email is to inform you, since it never happened to me, about the product (30g needles) several units of the same batch, (or box) with defects. They have "bent" tips that traumatize the skin enough, and many others, "covered" (clogged) that did not allow the application of the drug in question.I additional information received on dec 31: regarding the units with defects, I have very few, since I was discarding several of them thinking that it was due to the failure of a specific unit. With the successive attention of the patients, and seeing that I discarded several, for the reasons detailed above.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance records were performed and quality notifications were checked and no deviations were found for this batch. No samples were received and only with the photo we were not able to conduct an investigation and determine the root cause for the reported incidents. Retention samples were evaluated and it was not possible to confirm the incident. This is the 2nd related complaint for needle bent on the provided lot number. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle experienced a clogged/blocked needle. The following information was provided by the initial reporter: I am a specialist in plastic, aesthetic and reconstructive surgery; continuously used 27 and 30 g needles. The reason for my email is to inform you, since it never happened to me, about the product (30g needles) several units of the same batch, (or box) with defects. They have "bent" tips that traumatize the skin enough, and many others, "covered" (clogged) that did not allow the application of the drug in question. Additional information received on dec 31: regarding the units with defects, I have very few, since I was discarding several of them thinking that it was due to the failure of a specific unit. With the successive attention of the patients, and seeing that I discarded several, for the reasons detailed above.